Event description:
Same case as MFR report #: 2134265-2010-05368. (B)(4). It was reported that following a carotid artery stenting treatment procedure the patient experienced a visual disturbance. The index procedure treated the 99% stenosed, 6x20mm lesion of the ostium of the left carotid artery. Treatment consisted of placement of a filterwire ez, an 8x21mm carotid wallstent, and post dilation resulting in 0% residual stenosis. The same day as the procedure prior to discharge the patient developed a visual disturbance. No action was taken and the event resolved without residual effects. The patient was discharged one day post procedure.

Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).